Manufacturer narrative:
The customer disposed of the microtip. Based upon results of similar reported failures and lab testing it is most probable that the immediate cause is material fatigue associated with and/or being caused by user error. It is suspected that non-axial motion by the user is the primary contributing factor to the needle breaking. Lab testing, to date, has been unable to duplicate needle failure when appropriate axial technique is used in simulated use conditions.

Event description:
Per the information provided, during a patellar tenotomy at approximately 2:30 cutting time the doctor noticed that the inner needle had broken and was in the patient. The doctor removed the needle tip without issue. The staff primed a new tx2 microtip, with about a 3-5 min delay, and the doctor treated the patellar tendon for approximately 30 more seconds. He then treated the quad tendon for less than 1 minute. There was no harm, injury, or complication to the patient caused by the failure.